Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that eight days post implant procedure the patient experienced shortness and chest tightness and that pericardial effusion was noted on an echocardiogram. Rising thresholds were also noted on the right atrial (ra) lead. The lead remains in use. No further patient complications have been reported as a result of this event.